Manufacturer narrative:
Age or date of birth, weight, ethnicity: unknown, information not provided. Lot number: unknown, information not provided. Expiration date: unknown, as the lot number was not provided. UDI number: a partial UDI number is known, as the lot number was not provided. If implanted, give date: not applicable as this is not an implantable device.  If explanted, give date: not applicable as this is not an implantable device. Additional concomitant product: unknown injector / handpiece. Device manufacture date: unknown as lot number was not provided.  Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) inserter misfired. Customer does not know if there was any patient contact. No further information was available.

Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were not reviewed. Since lot number was not available, neither a manufacturing record evaluation nor complaint occurrence/history for the production order were possible. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.